Event description:
Forty three yr old with bilateral breast implants complains of breast problems & generalized med problems. Mammogram essentially negative. MRI shows possible intracapsular rupture of implants. No rupture noted on pathology report but physician notes considerable degree of gel bleed inside the intracapsular pocket. Pathology shows both capsules with focal histiocytes & multi nucleated giant cell reaction. Right implant weights 260 gms & left 267 gms.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.